Manufacturer narrative:
Concomitant medical products: addr01, ipg; implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited increased thresholds, increased impedance and over-sensing of far field r waves (ffrw). Under-sensing of p waves was also noted. Lead fracture is suspected. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.